Event description:
Ous MDR - after an implantation period of about 25 months, it was reported that the device indicated eri. No adverse patient side effects have been reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 25 months and 505 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegms showed, that this large amount of charging cycles was caused due to the detection of noise in the ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 25 months; 505 charging cycles were documented in the icds memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. There was no indication of device malfunction. The eri battery status was anticipated.